Manufacturer narrative:
The valve was surgically removed. There is no indication of a device malfunction, the status of the valve is unknown. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication of a device malfunction. Investigation results indicate the root cause of the annular rupture was due to a heavily calcified left coronary cusp and its interaction with the thv device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), the patient underwent an implant of a 26mm sapien 3 ultra valve in aortic position by right transfemoral approach. During the procedure, after valve deployment, the pressure of the patient dropped dramatically with pea arrest. Patient underwent CPR and it was assumed that the lca was occluded due to risk and low lying lca. The lca ostium was then stented but no improvement in pressure. An echocardiogram then identified large pericardial effusion and diagnosis of tamponade with likely annular rupture was given. The annular/ left sinus rupture was confirmed. The patient was then converted to open heart surgery for annular/ root repair and surgical replacement. The sapien thv was removed so that aortic repair could be performed. There was then a surgical bioprosthetic perimount avr implanted. The case was converted to open heart surgery which eventually led to patient death. The patient died as a result of surgery. After repair of the aorta and replacement of the sapien thv with a perimount avr, the patient was unable to be weaned from cardi-pulmonary bypass and died on the evening of the procedure day. As per medical opinion, the root cause of the annular rupture was due to a heavily calcified left coronary cusp and its interaction with the thv device.